Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor and displacement test. No unexpected critical pump error during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. Customer did not recall blood glucose at the time of incident. The alarm happened while sitting on the couch. Troubleshoot was performed. The insulin pump had rex x and ? Mark. The customer has turned off the insulin pump. The insulin pump will be returned for analysis.